Event description:
It was reported the dermatome device stopped during a mohs reconstruction procedure to cover a temple (facial) defect and caused the donor site (right anterior thigh) graft to shred. A second graft was needed and obtained. A spare device was available which was used to complete the case. This issue caused a 10-15 minute delay in surgery.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.